Manufacturer narrative:
Analysis of the implantable pump (serial # (B)(4)) found an anomaly of corrosion and/or lubrication and/or wear and a motor stall due to shaft bearing. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was provided by a manufacturer¿s representative regarding an implantable intrathecal pump. The indication for use was intractable spasticity. The pump was returned to the manufacturer without a complaint. No patient symptoms or complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider on 2018-mar-15. It was reported that the pump was explanted due the elective replacement indicator (eri). The patient's weight was provided. No further complications were reported.